Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The separation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to confirm the reported separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that before use when opening the pilot 50 guide wire, the guide wire was found to be broken into two pieces during preparation. The device was not used and there was no patient involvement. Another new pilot 50 guide wire was used and the final result was good. There was no clinically significant delay in the procedure. No additional information was provided.